Event description:
The customer reported that the generatior had high output power. No injury was reported. When the generator was tested at valleylab it was noted that the output was approximately three times higher than what it should have been.